Event description:
It was reported that the bone plug inserter broke off inside the pt's femoral canal. It is unk if the pieces were retrieved or if the pt required add'l treatment.

Manufacturer narrative:
The device was not returned to the MFR for investigation. No add'l info was received by the facility despite numerous attempts.